Manufacturer narrative:
(B)(4). Batch # m53f2t. The analysis results found that the cdh33a device arrived in good visual condition. With only the half part of the breakaway washer present, there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. The following information was requested, but unavailable: after firing, was the adjusting knob turned ½ to ¾ revolutions? - no information. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? - no information.

Event description:
It was reported that during a lap rectectomy, only mucous membrane was uncut though the deployed staples were formed properly. Before the event, the adjusting knob was closed at the two thirds and the firing handle was grasped until the sound that would be heard when the washer was cut was heard. Although the target tissue was thick due to inflammation, the firing knob could be closed as intended. The site was recut and anastomosed again with a like device without problem. There were no adverse consequences to the patient. The doctor is familiar with the device.